Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted. Charred tissue and blood were observed on the jaws. The heater wire was flexed away from the hot jaw and detached at the tip. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was unable to be conducted because of the damage to the jaws. Based on the results of the evaluation, the reported complaint for "intermittent continuity/stopped working" was unable to be confirmed. We were unable to reproduce an electrical failure. The complaint was confirmed for the analyzed failure mode "bent wire¿. The analyzed failure mode has been investigated in our CAPA system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The hemopro tool didn't heat up per normal. The power cords were connected.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). The hemopro tool didn't heat up per normal. The power cords were connected.